Event description:
Review of daily dispatch report revealed the following customer complaint, "after arming, injecting by itself". Addendum 08/08/06: customer states: once we have loaded contrast media on side a and saline on side b, we load in the parameters, point the head of the injector down and arm. The injector will start injecting on its own. This happens on both sides, not independent.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: fse went to hospital to evaluate the injector, but was not able to reproduce the event. The fse checked out the injector and error code 17 and injector rams move without initiating start: the injector was returned for investigation by lf service cell and then by r & d. R & d findings: investigation of the optistar le injector. The result is based on actual testing of the injector and the suspect board. The injector yielded no problems with the replaced board. However, when the replaced board was swapped with the suspect board, the injector experienced alarm 17 and un-commanded forward ram motion. The suspect board was then tested using an ohm meter for short circuits at its connections. A short was discovered on the pins that handled the start signal.